Event description:
Same case as MDR ID # 2134265-2014-02194 and 2134265-2014-02212. It was reported that automatic pullback function failed. During the preparation phase of an unknown procedure. A motor drive unit was used in conjunction with an specified imaging catheter to visualize a lesion. It was reported that automatic pullback function of the motor drive unit failed. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).